Event description:
Underdelivery reported. The pump was in use administering 3000ml over 24 hrs (125ml/hr). Nurses reported that "at the expected end delivery time, there was still a lot of tpn left in the i.v. Container." A new pump was obtained, and per physician order, the tpn rate was increased and the remainder of the bag infused over the next 2 hrs. There were no adverse pt effects. The pump was then tested in the pharmacy dept. It was delivering as expected. It was released for pt use. The pump was again returned to the pharmacy for underdelivery. For the second event, the pump was set to infuse an unspecified hydration fluid at 100 ml/hr. The pump was sent to pharmacy with a note indicating underdelivery. There were no adverse pt effects. No further info was available.